Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes blood leakage from the tube cap occurred. The following information was provided by the initial reporter: the nurse experienced blood leakage from the tube cap while collecting blood. (The complaint hospital reported an adverse event on (B)(6), but the bd quality department did not receive any notification email of the adverse event. The customer requested the manufacturer to investigate whether the product had quality issues and requested a response letter.)

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood leaking under the closure was observed. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of blood pooling/ leaking was not observed. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged closure causing leakage. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes blood leakage from the tube cap occurred. The following information was provided by the initial reporter: the nurse experienced blood leakage from the tube cap while collecting blood. (The complaint hospital reported an adverse event on august 28th, but the bd quality department did not receive any notification email of the adverse event. The customer requested the manufacturer to investigate whether the product had quality issues and requested a response letter.)